Event description:
I have a deep brain stimulation device (dbs) implanted. Since implantation, I have developed an unusual sleep disorder involving rem sleep and mood alteration. A sleep medicine md requested a series of sleep studies. After completing the first sleep study, the sleep lab informed me that the obtained data was corrupted. I would have to repeat the sleep study. During the second (repeated) sleep study, the lab technician noted that the signals were corrupted and useless. They asked if it was possible to shut off my dbs system. After shutting off the dbs pulse generator, the lab technician reported that the interference was gone and the signal data was good. It appears the dbs system interferes with the recording of eeg and other sleep study data. My dbs doctor and the dbs device manufacturer were aware of my pending programming appointment to inform my dbs doctor of these events, in order to avoid incurring additional bills for my medical care.